Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had been "peeing up a storm" for the past two months prior to the report. This was reported as a sudden onset of symptoms. During the call, they did not feel stimulation and therapy was not on. The patient indicated that they never received a programmer. Later the programmer was noted as lost. Information later reported stated that the patient was "crazy and bi-polar," and did not realize they sill had an implant. They mentioned that nothing had changed, and had not followed up with anyone regarding the ongoing issue. The urinating was so bad that they "could shoot" themselves. This was confirmed to be contextual and not an actual threat of physically harming themselves. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient does not remember if they still have the implant, or what led to the loss of therapy and increased urination. They stated it was not resolved, if anything, the patient¿s symptoms had gotten worse. It was noted that the patient is taking lithium, and that may have increased urination and frequency. It was also reported that the patient was recently hospitalized for pneumonia/bronchitis, but it was noted that this was unrelated to the therapy.